Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed at firing. When the trigger was grasped, a cracking sound was heard and clip was malformed. The event occurred twice. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.